Event description:
It was reported that the lead had loss of capture and high thresholds. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) preliminary analysis revealed tip electrode miscellaneous (non-electrical). The full lead was returned and analyzed. Further testing revealed blood in/on the helix mechanism. The lead was returned with tissue on the helix which most likely contributed to the reported electrical issue.